Event description:
It was reported that the customer had a changed his set yesterday and his blood glucose level started running high at 500 mg/dl. Customer tried to bolus and no insulin came out. Customer's blood glucose level is 300 mg/dl. Customer stated that he has a back-up plan of syringes. Troubleshooting was performed. It was found that there might be a slight air bubble. Pump failed the high pressure test twice. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer called back and does not need a replacement pump since her blood glucose levels are now table. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.